Manufacturer narrative:
Document review: amistem h cementless femoral stem size 5 std: ref. (B)(4) / lot 130602 (100 stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Thirty nine stems belonging to this lot have been already implanted without any other similar incident. From the data collected, there are no evidences that the event is device related.

Event description:
Ref imp # (B)(4).